Event description:
Philips received a complaint from the customer on the v60 indicating that there were pink lines on the screen. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported to the remote service engineer (rse) that the screen had pink lines going through it. The rse provided the customer with the replacement part number and price of the replacement liquid crystal display (lcd) screen upon request for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.